Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's quality control (qc) was in at the time of the event. The customer stated they did not spin the samples before testing them on their instrument initially. The issue was corrected when the customer spun the samples and repeated testing. The cause of the discordant, falsely depressed urine enzymatic creatinine results is due to the user not properly spinning the sample before testing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed urine enzymatic creatinine results were obtained on four patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on the same dimension vista instrument, resulting higher. The customer repeated the same sample on an alternate dimension vista instrument, all resulting higher than the initial result. For sample ids: (B)(6), the customer repeated the samples on another alternate dimension vista instrument, resulting higher than the initial result. Results from the first alternate dimension vista instrument were reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urine enzymatic creatinine results.